Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the screen. The customer states the screen was cracked and had missing segments. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with ghosting icons due to poor solder joint at the j1 contacts. No unexpected black dots on the display window noted. However, the insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was returned without the belt clip unable to confirm damage. No crack display window noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and scratched reservoir tube window.